Event description:
Reportedly there is an acute shortage of cadd cassettes provided by smiths medical. Unfortunately in order to differentiate epidurals from intravenous infusions many facilities have gravitated to cadd pumps. Facilities are scrambling to come up with solutions using IV pumps like alaris but, the operational challenges with having only a few days warning regarding the shortage is a challenge. Reportedly, supplies will return to normal first quarter 2022. (B)(4).